Event description:
Customer returned the device for evaluation and repair of the issue of cleaning brush getting caught in the channel during reprocessing after a procedure. Customer was able to complete the reprocessing of the device. There is no patient involvement and no reported harm to any patient. Upon evaluation of the returned device, it was observed that an unknown foreign material was clogged in the suction cylinder (s-cylinder). The foreign material could be removed from the s-cylinder. This medwatch is being submitted for the reportable issue of presence of foreign material in the s-cylinder as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. Full name of the facility is (B)(6). Full address of the facility is (B)(6). The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that an unknown foreign material was clogged in the suction cylinder (s-cylinder). The foreign material could be removed from the s-cylinder. Other observations for the device are: angulation in the up direction is out of standards due to wearing of angle-wire; gap of up/down knob is out of standards due to wearing of angle-wire; adhesive of distal end rubber coating (a-rubber) is broken; connecting tube and universal cord have a crease; and charge couple device (ccd) and light guide lens have scratches. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections. Customer provided information on reprocessing performed at the facility. An air water channel cleaning adapter is used for pre-cleaning which is performed immediately after a procedure. Pre-cleaning steps performed and detergent used are not known. The endoscope channels are brushed during manual cleaning with a reusable brush, model number unknown. The cleaning and disinfectant solutions used in manual cleaning are not known. The automatic endoscopy reprocessor (aer) is used to reprocess is endo clean-1000. The cleaning and disinfectant solutions used are not known. There have been no issues with the aer. The device is dried and stored in a drying cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or specify why the foreign material was coming out from suction cylinder. Olympus will continue to monitor field performance for this device.